Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements, high pacing thresholds, loss of capture, noise and oversensing on the right ventricular channel. The patient reported they were not feeling well. Further evaluation of the patient was discussed. The device was reprogrammed and will continue to be monitored. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements, high pacing thresholds, loss of capture, noise and oversensing on the right ventricular channel. The patient reported they were not feeling well. Further evaluation of the patient was discussed. The device was reprogrammed and will continue to be monitored. This device remains in service. No further adverse patient effects were reported. This device was explanted and replaced due to therapy upgrade. This device was returned to boston scientific for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.